Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer discovered while troubleshooting for their high blood glucose. Customer's blood glucose was 227 mg/dl at the time of incident. The customer did not have any symptoms of high blood glucose. Customer's current blood glucose was 170 mg/dl. Customer also reported frequently changing the battery on the insulin pump. The reservoir will not be returned for analysis.